Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. The sterilisation reports were reviewed and there were no issues with the sterilisation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following the intraocular lens (iol) implant procedure, the patient experienced inflammation. The patient was treated with unspecified steroid. Per the physician the contributory cause was mild tass. The event outcome has been resolved. Additional information has been requested.